Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system was not performing fluoroscopy. The review of system log files showed under voltage on adu rail error. Upon troubleshooting, the fse found that the miu fuse was defective. To resolve the issue, the fuse was replaced, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was possible, impacting imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.